Event description:
It was reported that a patient experiencing pocket stimulation presented in the emergency room. Upon interrogation the pulse generator exhibited backup vvi operation. The backup status reports showed the device had reached elective replacement indicator prior to going into backup. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.